Manufacturer narrative:
The customer reported that one of the golvo 7007 legs came out completely and damaged the teeth on the gears. The periodic inspection protocol for liko mobile lifts 3en371001 rev 4 (which describes yearly inspections of liko mobile lifts) states under section 4: inspect the base widening mechanism. Open and close the base to maximum and minimum positions. Make a functional check of the base widening. Make sure all screws and nuts are tightened. Further, the instruction guide for golvo 7007, 7en140102-03, states under care and maintenance: for safe and troublefree operation, a few routine procedures should be performed every day the lift is used. Visually inspect the lift and check for external damage or wear. Test the operation of raising and lowering and the base-width adjustment function. A search of the hillrom maintenance records indicate last preventative maintenance date was july 01, 2016. It is unknown if the facility performs preventative maintenance on their lifts. Based on the above information, no further action is required.

Event description:
Hillrom received a report from the account stating that the leg came out completely out damaging the teeth on the gears. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).